Event description:
It was reported in an article published in the journal of catheterization and cardiovascular intervention 63: 439-443 (2004), that a patient developed a large hematoma as a result of the failed arterial perclose device in the patient requiring hospitalization and deep venous thrombosis in the leg on the side of the closure device with subsequent pulmonary emboli. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.